Manufacturer narrative:
Device MFR evaluated actual device involved in the incident. Although annulus of the burr was damaged, returned guide wire was easily removed from advancer. Further investigation confirmed the presence of blue fibers tightly wound around drive shaft would likely interfere with proper rotation of advancer. No material used in mfg process match fibers found. Therefore, it was not possible to determine with certainty when the fibers became wrapped around drive shaft.

Event description:
When the dr attempted to remove the catheter advancer at the end of the procedure, the advancer burr was difficult to move. The dr removed the entire system from the pt as one unit. A dissection of the lad became apparent upon removal of the system, and the pt went to surgery.